Event description:
The patient visited the hospital on (B)(6) 2016 because some shock therapies were delivered from the subject ICD. The device check was performed and it was reportedly observed that when the atrial threshold test was running, it was written "rv lead" above the saved value in the results panel of the programmer screen. No issue was observed in the printout. Preliminary analysis showed that the reported behavior is only a display issue on the programmer screen and has no impact on programmer/ICD operations.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient visited the hospital on (B)(6) 2016 because some shock therapies were delivered from the subject ICD. The device check was performed and it was reportedly observed that when the atrial threshold test was running, it was written "rv lead" above the saved value in the ¿results¿ panel of the programmer screen. No issue was observed in the printout. Preliminary analysis showed that the reported behavior is only a display issue on the programmer screen and has no impact on programmer/ICD operations.